Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the nozzle and adhesive on bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
During examination, the foreign material could not be identified. Based on the results of the investigation, the foreign material may not have been removed because the device was not reprocessed properly due to leakage occurred from right/left upward/downward angulation control knobs. However, a definitive root cause of the event cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following (instruction for use) IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.